Event description:
Device is not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Photo analysis. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: no observed. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Device was explanted.

Event description:
Patient reported a left side rupture, silicone has not only spread to more lymph nodes but is also " loose" in their left breast. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7, d6a.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported a left side rupture, silicone has not only spread to more lymph nodes but is also " loose" in their left breast. Device remains implanted.